Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a female patient receiving intrathecal hydromorphone (6mg/ml, 1.0006mg/day) and bupivacaine (9mg/ml, 1.5009mg/day) in an implantable infusion pump for chronic low back pain. Pump event logs received indicated a motor stall on (B)(6) 2015 at 23:09 hours with a recovery on (B)(6) 2015 at 00:33 hours. A second motor stall occurred on (B)(6) 2015 at 11:24 hours and recovered at 12:21 hours on the same day. The cause of the motor stalls were unknown. The reporter was to confer with the patient. Additional information was requested from the hcp regarding patient symptoms, troubleshooting/actions/interventions required to mitigate the issue, and if the cause of the motor stalls were determined. If additional information is received, a follow-up report will be submitted.